Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned. Data logs were reviewed, and placement signal lost with placement signal not reliable alarm observed after 20 minutes of pump plug connect and immediately after pump insertion/start. No other abnormalities were found. The cause of the optical signal issue was most likely damaged optical fiber line per log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal not reliable alarm occurred. Despite this, pump support continued without interruption, and the patient experienced no reported harm.